Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced there was a blockage at the site on (B)(6) 2024. The patient changed supplies as necessary and resumed insulin therapy. No further information was available.